Event description:
An adverse skin reaction was reported with the wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as soreness, swelling, redness, and a sensation of heat on the arm. The customer consulted a healthcare professional (hcp), who administered a couple of anesthetic injections. The hcp used scissors to make two openings in the skin, drained the blood from the affected area, and performed wound irrigation with water to clean the site. The customer was prescribed bactrim ds 800 mg/160 mg. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.